Manufacturer narrative:
No unexpected stuck button alarms were noted during testing. The pump had no button response on the menu button due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump was received with an air leak during the leak test at the edges of the keypad overlay and a cracked case at the belt clip slot. The pump was received with a scratched casing, minor scratches on the lcd window, a damaged keypad overlay texture, a missing display window cover, a cracked case on the battery tube area, cracked battery tube threads, a faded serial number label and a peeling end cap address label. The pump had moisture damage on all electronic assemblies and motor assembly. The pump was received with corrosion on the force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 20.5 mmol/l. Customer did not continually pressed for more than 3 minutes. The customer was advised that the device would be replaced and return. The customer was advised to revert to a backup plan.